Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction of "battery error on power-up". This event had the potential to interrupt delivery. This event was reported to have occurred before use. There was no report of patient involvement. There was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "battery error on power-up" was confirmed and duplicated during product evaluation. The root cause of this condition was assigned to depleted main batteries. The main batteries and battery harness were replaced to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.